Event description:
It was reported during peritoneal dialysis (pd) therapy, the transfer set disconnected from the titanium adapter. Subsequently, the patient experienced peritonitis. The cause of the disconnection was unknown. There were no leaks observed. It was not reported if the patient was hospitalized for the event. Treatment for the peritonitis was not reported. It was unknown if the transfer set was changed; however, the titanium adapter remained in use. The patient outcome was not reported. Pd therapy was discontinued, and the pd catheter was removed (39 day after event onset). No additional information is available.

Manufacturer narrative:
Brand name: the reported product is an unknown baxter transfer set. The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.